Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ perforation/ migration / malposition of essure device location of device: partially inside uterus"), device breakage ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ fracturing") and fallopian tube perforation ("right essure micro insert while found intact, still managed to perforate the fallopian tube/ perforation (fallopian tube(s))") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hearing loss and short-term memory loss. Previously administered products included for an unreported indication: eclipsen pill in 2003. Concurrent conditions included syncope, penicillin allergy, metrorrhagia, memory impairment, obesity, myopia, intervertebral disc displacement, cervical neuritis, neuritis, hives, bacterial vaginosis, irregular periods, bone disorder (nos), low back pain and varicose vein. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), fatigue ("chronic fatigue/ fatigue"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: unrecognized") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and abdominal pain lower. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infection"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fungal infection ("yeast infections"), anxiety ("anxiety"), depression ("depression"), incisional hernia ("incisional hernia"), vaginal infection ("chronic vaginal infections"), vulvovaginal pruritus ("external and internal vaginal itching"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (laparoscopic removal of essure device, bilateral salpingectomy), surgery (laparoscopic removal of essure device, bilateral salpingectomy), surgery (laparoscopic removal of essure device, bilateral salpingectomy) and surgery (on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, infection, anxiety, depression, vaginal haemorrhage, hypersensitivity, rash and gastrooesophageal reflux disease outcome was unknown, the weight increased, alopecia, fungal infection, fatigue and vaginal discharge had resolved, the weight decreased, dental caries, tooth loss, menorrhagia, dysmenorrhoea, vaginal infection, vulvovaginal pruritus and dyspareunia was resolving and the incisional hernia had not resolved. The reporter considered alopecia, anxiety, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, gastrooesophageal reflux disease, hypersensitivity, incisional hernia, infection, menorrhagia, rash, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have mostly resolved, but she now requires another surgery to repair the hernia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes postoperatively, physician, during examination of the pelvis, he found that the left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus. Current weight as of (B)(6) 2018: 229.00 lbs. Approximate weight at the time of essure placement 258.00 lbs. On (B)(6) 2012, findings : multiple filling defects were noted bilaterally along the lateral edge was of the uterus attached to the uterine wall. This appearance was possibly due to fibroids or intrauterine polyps. No spillage of contrast into the intraperitoneal cavity through the fallopian tubes was seen. Impression : no spillage of contrast into the intraperitoneal cavity through the fallopian tubes. Presence of fibroids or intrauterine polyps was seen in the uterus. On (B)(6) 2013, ultrasound transvaginal, findings : both transabdominal and endovaginal ultrasound of the pelvis were performed and submitted for interpretation bilateral essure devices in place. On (B)(6) 2015, technique: multiplaner, grayscale, color, and spectral doppler ultrasound images through the pelvis were obtained transabdominal and transvaginal. Finding : trace free fluid is seen within the pelvis. Impression : 1. Hypoechoic cystic structures within bilateral ovaries are likely functional. 2. Trace amount of free fluid within the pelvis. 3. Personally reviewed the image/study and resident interpretation. On (B)(6) 2015, pelvic ultrasound, findings: this lesion may relate the endometrial cannot be excluded and if that would be the case, endometrial fibroid or endometrial atypical polyp need to be considered. Correlation was recommended. There was mural thickening of the fallopian tubes bilaterally appreciated which may be secondary to the bilateral essure devices. Impression : round lesion of mixed echogenicity in the mid uterus with potential mass effect on the endometrial strip as detailed above may relate to submucosal fibroid. The possibility that this lesion is within the endometrium cannot be excluded and if that would be the case, endometrial fibroid or endometrial atypical polyp need to be considered. Correlation is recommended bilateral essure devices in place. Thickening of the fallopian tubes bilaterally, may be secondary to bilateral essure devices. On (B)(6) 2016, transvaginal ultrasound reports ( not pregnant), provider impression : oligo ovulation secondary to significant weight gain, pelvic pain which the patient relates to beginning after she sure device placement. Inspection of the hsg demonstrates that the left-side essure has a break between the uterus and the device suggestive of a malpositioning of the left-side essure. On (B)(6) 2016, surgical path report, a. Bilateral fallopian tubes and essures: bilateral fallopian tubes with focal hemorrhage and chronic inflammation. Essure coils (2) within fallopian tubes. Gross description : the fimbriated end appears grossly unremarkable. The cut surface reveals a patent lumen. Essure placement was present within the lumen. Representative section are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight increased, abdominal pain, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet received. Event added: rashes or skin conditions type: unrecognized, gastrointestinal or digestive system condition type: acid reflux. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ perforation/ migration / malposition of essure device location of device: partially inside uterus"), device breakage ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ fracturing") and fallopian tube perforation ("right essure micro insert while found intact, still managed to perforate the fallopian tube/ perforation (fallopian tube(s))") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hearing loss and short-term memory loss. Previously administered products included for an unreported indication: eclipsen pill in 2003. Concurrent conditions included syncope, penicillin allergy, metrorrhagia, memory impairment, obesity, myopia, intervertebral disc displacement, cervical neuritis, neuritis, hives, bacterial vaginosis, irregular periods, bone disorder (nos), low back pain and varicose vein. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 4 months 7 days after insertion of essure, the patient experienced weight increased ("weight gain"), weight decreased ("weight loss"), fatigue ("chronic fatigue/ fatigue"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and abdominal pain lower. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), infection ("infection"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fungal infection ("yeast infections"), anxiety ("anxiety"), depression ("depression"), incisional hernia ("incisional hernia"), vaginal infection ("chronic vaginal infections"), vulvovaginal pruritus ("external and internal vaginal itching"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (laparoscopic removal of essure device, bilateral salpingectomy), surgery (laparoscopic removal of essure device, bilateral salpingectomy), surgery (laparoscopic removal of essure device, bilateral salpingectomy) and surgery (on may 20, 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, infection, fungal infection, anxiety, depression, vaginal haemorrhage and hypersensitivity outcome was unknown, the weight increased, alopecia, fatigue and vaginal discharge had resolved, the weight decreased, dental caries, tooth loss, menorrhagia, dysmenorrhoea, vaginal infection, vulvovaginal pruritus and dyspareunia was resolving and the incisional hernia had not resolved. The reporter considered alopecia, anxiety, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, hypersensitivity, incisional hernia, infection, menorrhagia, tooth loss, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have mostly resolved, but she now requires another surgery to repair the hernia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes postoperatively, physician, during examination of the pelvis, he found that the left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus. Current weight as of (B)(6) 2018: 229.00 lbs. Approximate weight at the time of essure placement 258.00 lbs. On (B)(6) 2012, findings : multiple filling defects were noted bilaterally along the lateral edge was of the uterus attached to the uterine wall. This appearance was possibly due to fibroids or intrauterine polyps. No spillage of contrast into the intraperitoneal cavity through the fallopian tubes was seen. Impression : no spillage of contrast into the intraperitoneal cavity through the fallopian tubes. Presence of fibroids or intrauterine polyps was seen in the uterus. On (B)(6) 2013, ultrasound transvaginal, findings : both transabdominal and endovaginal ultrasound of the pelvis were performed and submitted for interpretation bilateral essure devices in place. On (B)(6) 2015, technique: multiplaner, grayscale, color, and spectral doppler ultrasound images through the pelvis were obtained transabdominal and transvaginal. Finding : trace free fluid is seen within the pelvis. Impression : 1. Hypoechoic cystic structures within bilateral ovaries are likely functional. 2. Trace amount of free fluid within the pelvis. 3. Personally reviewed the image/study and resident interpretation. On (B)(6) 2015, pelvic ultrasound, findings: this lesion may relate the endometrial cannot be excluded and if that would be the case, endometrial fibroid or endometrial atypical polyp need to be considered. Correlation was recommended. There was mural thickening of the fallopian tubes bilaterally appreciated which may be secondary to the bilateral essure devices. Impression : round lesion of mixed echogenicity in the mid uterus with potential mass effect on the endometrial strip as detailed above may relate to submucosal fibroid. The possibility that this lesion is within the endometrium cannot be excluded and if that would be the case, endometrial fibroid or endometrial atypical polyp need to be considered. Correlation is recommended bilateral essure devices in place. Thickening of the fallopian tubes bilaterally, may be secondary to bilateral essure devices. On (B)(6)2016, transvaginal ultrasound reports ( not pregnant), provider impression : oligo ovulation secondary to significant weight gain, pelvic pain which the patient relates to beginning after she sure device placement. Inspection of the hsg demonstrates that the left-side essure has a break between the uterus and the device suggestive of a malpositioning of the left-side essure. On (B)(6) 2016, surgical path report, a. Bilateral fallopian tubes and essures: --bilateral fallopian tubes with focal hemorrhage and chronic inflammation --essure coils (2) within fallopian tubes gross description : the fimbriated end appears grossly unremarkable. The cut surface reveals a patent lumen. Essure placement was present within the lumen. Representative section are submitted in 2 cassettes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight increased, abdominal pain, abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from (B)(6) 2012 to (B)(6) 2011. Events abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, perforation (fallopian tube(s)), pelvic pain were clubbed with previously reported events. Events vaginal haemorrhage, fungal infection were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ perforation/ migration"), device breakage ("left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus/ fracturing") and fallopian tube perforation ("right essure micro insert while found intact, still managed to perforate the fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), incisional hernia ("incisional hernia"), abdominal pain lower ("severe abdominal cramping,lower abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding, prolonged and abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), vulvovaginal pruritus ("external and internal vaginal itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety") and infection ("infection"). The patient was treated with surgery (physician was able to excise that piece of the essure device from the uterus), surgery (physician was able to excise that piece of the essure device from the uterus), surgery (physician was able to excise that piece of the essure device from the uterus) and surgery (on (B)(6) 2016, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, hypersensitivity, depression, anxiety and infection outcome was unknown, the pelvic pain, dysmenorrhoea, uterine pain, menorrhagia, dental caries, tooth loss, vaginal infection, vaginal discharge, dyspareunia, vulvovaginal pruritus, alopecia, fatigue, weight increased and weight decreased was resolving and the incisional hernia, abdominal pain lower and abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, incisional hernia, infection, menorrhagia, pelvic pain, tooth loss, uterine pain, uterine perforation, vaginal discharge, vaginal infection, vulvovaginal pruritus, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff's symptoms have mostly resolved, but she now requires another surgery to repair the hernia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes postoperatively, physician, during examination of the pelvis, he found that the left essure micro-insert had broken into multiple pieces, one of which had punctured her uterus. Most recent follow-up information incorporated above includes: on (B)(4) 2017: lawyer added per legal claim, events added: allergic reactions, depression and anxiety infections. Events clubbed: fracturing (device breakage), migration, perforation (uterine perforation), pain (pelvic pain). Essure implanted on (B)(6) 2012 (previously reported (B)(6) 2011). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.